Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons would stick and would not always respond when they first press them and the reservoir was ever loose when screw and would fall out causing problems once. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump rejected the new battery and had unexplained and random no delivery alarms. The insulin pump would have to rewind twice per reservoir change. The insulin pump would not give warning of low reservoir warnings when the insulin was low in the reservoir and the insulin would not go out quickly after getting the low reservoir. The device will not be returned for analysis.